Event description:
During surgery, tip of holt probe broke off in pt. Piece was unable to be retreived and remains in pt. X-rays confirmed piece is in pt. There are no plans to try and retreive piece at this time.